Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was an implanted neurostimulator (ins) would site infection. The patient called the clinic as she had signs of infection to her ins site. Attended clinic sightly red on one side. Bloods taken and normal, no antibiotics needed however, a wound washout was advised by the consultant and post-operative antibiotics given. Other surgical intervention occurred: would washout component on (B)(6) 2023. Medications administered on (B)(6) 2023. Relationship of the event to the device or therapy: not related. Relationship of the event to the implant procedure: causal relationship was confirmed: surgery/anesthesia. No signs of infection, and the issue resolved without sequelae on (B)(6) 2023. Additional information was received. Implant date confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.